Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16257.

Event description:
Philips received a complaint from the customer on the v60 indicating that there was an intermittent alarm low leak/co2 rebreathing risk. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in and reported that the unit alarmed low leak co2 rebreathing risk alarm message on the screen during setup. A review of the event log noted error 1203 and the rse determined that a replacement of the gas delivery system (gds) assembly in the customers stock would resolve the issue. The customer replaced the gds to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.